Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had a seizure that lasted one minute. 911 was called and arrived about ten minutes after the patient had a seizure. It was reported that it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had a seizure that lasted one minute. 911 was called and arrived about ten minutes after the patient had a seizure. It was reported that the patient regained slight mental consciousness when the paramedics arrived. The patient was treated with IV fluids and dextrose and regained full consciousness after fifteen minutes. The patient was taken to the hospital and was provided a sandwich, orange juice and a soda. The patient was in the emergency room for six hours and then was released. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.